Manufacturer narrative:
The site has indicated that the pump is going to be returned to the manufacturer for evaluation. Product is in route.

Event description:
It was reported that the patient was visiting in thailand and experienced high watts and flow over 10lpm. The patient also experienced hemolytic urine production. After being transported to singapore for care, the pump was replaced. It was reported the patient was in stable hemodynamic condition with low dose inotropic support in the ICU.